Manufacturer narrative:
Radiographs confirmed interbody implant migration. Examination of the returned explant found no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release and were full functional during inspection. Impact sustained by patient during daily living activities may have contributed to the event. No patient injury was reported. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury . . . " "...the patient's activity level will dictate the longevity of the implant."

Event description:
On (B)(6)2017 a patient underwent a lateral interbody fusion with nuvasive cage at l5-s1 levels and another manufacturer's product at l4-l5 levels with no problems reported. Post-operatively the patient suffered a fall followed by back and right leg pain. On (B)(6) 2017 the patient underwent a revision procedure where the cage was removed and replaced with another manufacturer's product. No patient injury reported.